Manufacturer narrative:
Additional information was received that there was no device malfunction suspected and the patient was having inadequate stimulation from the device.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.